Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 14, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 17, 2022.

Manufacturer narrative:
Per the clinic, the infection at the implant site was treated with oral antibiotics for a duration of 5 to 7 days (specific date reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2022 due to extrusion of the receiver/stimulator. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.